Event description:
Device malfunction: none. Symptoms/ae: stroke, infection. Time of symtpoms/ae: one day post-procedure. It was reported that after a successful stenting procedure of the left ica, the pt was admitted to the intensive care unit. The following morning, the pt complained of slight dizziness; however, blood pressure was 92/32. The pt continued to complain of pre-existing right-sided arm numbness. A repeat carotid ultrasound revealed an infection in the left internal carotid artery stent without any increased velocity. It was noted that the pt had been up ambulating in the hall without any complaints of dizziness or weakness. Reportedly, the pt may have had a stroke during or after the procedure. When examined one day post-procedure, the pt had weakness in the right arm that was not present prior to the procedure. In the right upper extremity, there was 4/5 with definite drift when the pt was tested with the national institutes of health stroke scale. This was a new finding. There may be some patch sensory loss over the right upper extremity but this is uncertain. Babinski sign is present on the right. An acute ischemic stroke as a complication of the procedure cannot be ruled out. No additional info is available.